Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead revision was completed on the rv lead. No reason was specified. Lead remains implanted. No further information available.

Event description:
New information received. Rv lead was pulled back during the procedure and the lead was repositioned. Patient was stable.